Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was observed to be leaking at the pigtail during the loading sequence. Customer used another cartridge. Customer's blood glucose was 120-122 mg/dl.